Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that on 02/22/2013 oversensing on the atrial channel was noted which caused auto mode switching. On (B)(6) 2013 atrial oversensing was again observed. The noise could not be reproduced. The patient would be monitored.